Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving baclofen (type, dose, concentration and lot number unknown) via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2016, the patient experienced chest pain, hypotension, and felt like she was going to pass out. She was admitted to the hospital. The healthcare provider (hcp) did not know if the pump was recently refilled or if the dose was changed; the patient was unable to communicate well, so she just handed the hcp her card. The hcp had not heard any pump alarms. The situation was being addressed by the hcp and the patient was hospitalized. Additional information has been requested regarding the missing drug information, the patient's medical history and concomitant medications, diagnostics, actions/interventions taken to resolve the event and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from the consumer patient. The patient stated that their pump was working well and they had no complaints.